Event description:
The user facility reported a patient was on impella cp support ongoing for cardiogenic shock. After just under 27 hours of impella cp support, the patient self explanted. The patient was brought back to the cardiac catheterization lab. The plan is to leave explanted. The patient survived the procedure. Additional post event information was received. The patient is alive, stable, extubated and doing fine without any support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.